Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was 104 mg/dl at the time of the call. The customer stated they changed the battery on their pump and received a low battery and low reservoir alarm. The customer experienced an unexpected restart from their insulin pump while on the phone. The customer will call back if they had any other issues. No further information was provided.